Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a scheduled device upgrade procedure, the pacemaker was attempted to be interrogated but telemetry communication issues were noted. The device was noted to be operating in backup vvi mode. A device download was performed which restored the device and the device could be interrogated. The device was explanted and replaced with the upgrade. The patient was doing ok. No further information was reported.